Event description:
It was reported that this patient was hospitalized due to the onset of a spontaneous ventricular tachycardia (vt) with a rate that was below the programmed conditional zone. This subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing with double counting of wide complex signals. This resulted in three inappropriate shocks while programmed to the primary vector. Two untreated episodes were also stored due to the oversensing. The inappropriate shocks did not break the vt and the rhythm was terminated with medication. Review of the treated episodes revealed the device reported shock impedance measurements of 101, 11, and 96 ohms respectively. This family of devices calculates the shock impedance value based on the width of the first shock phase. The phase width data for the second shock indicated a short first phase (consistent with the reported low impedance). However, the average width of the first and second phases was consistent a normal impedance measurement, calculated to be 110 ohms. Based on the normal shocks before and after, and the normal average phase width, the engineering team recommended no device explant. Review of the device data also revealed noise on the presenting electrocardiogram when the device was programmed in the secondary vector. During a follow up examination, pocket manipulation was able to reproduce noise in both the secondary and alternate vectors. Ultimately, this system was explanted and replaced with a transvenous system so the patient would have anti-tachycardia pacing (atp) therapy available. At the time of the explant procedure, concern was expressed the electrode may have fractured. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was hospitalized due to the onset of a spontaneous ventricular tachycardia (vt) with a rate that was below the programmed conditional zone. This subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing with double counting of wide complex signals. This resulted in three inappropriate shocks while programmed to the primary vector. Two untreated episodes were also stored due to the oversensing. The inappropriate shocks did not break the vt and the rhythm was terminated with medication. Review of the treated episodes revealed the device reported shock impedance measurements of 101, 11, and 96 ohms respectively. This family of devices calculates the shock impedance value based on the width of the first shock phase. The phase width data for the second shock indicated a short first phase (consistent with the reported low impedance). However, the average width of the first and second phases was consistent a normal impedance measurement, calculated to be 110 ohms. Based on the normal shocks before and after, and the normal average phase width, the engineering team recommended no device explant. Review of the device data also revealed noise on the presenting electrocardiogram when the device was programmed in the secondary vector. During a follow up examination, pocket manipulation was able to reproduce noise in both the secondary and alternate vectors. Ultimately, this system was explanted and replaced with a transvenous system so the patient would have anti-tachycardia pacing (atp) therapy available. At the time of the explant procedure, concern was expressed the electrode may have fractured. No adverse patient effects were reported.